Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and priming tests. The device was received with a stuck in a motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. There was no motion sensor test failure alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call motor error alarm, motor position encoder error alarm and motion sensor test failure on the insulin pump. Customer's blood glucose reading was 408 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received multiple motor error alarms in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.